Manufacturer narrative:
(B)(4). Evaluation results: gap.

Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. (MFR 2953200-2011-00080). It was reported that prior to implanting the stent graft in the pt, the doctor noticed a 5 mm gap between the tip and the sheath. The physician decided to use the device anyway and successfully implanted the device in the pt and the delivery system was discarded. A second device was inspected and had the same 5 mm gap between the tip and the sheath; however, the second device was not used in the pt. No clinical sequelae were reported, and the pt is fine. The device was received for analysis. Evaluation summary: the stent graft was still loaded in place. There was a gap of 4mm between the taper tip and the graft cover.